Event description:
Customer informed stryker that the reamers were damaged due to insufficient quality.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The evaluation revealed all im reamers to be primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The items returned were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. Hitting marks on the cutting edges of the bixcut head indicate that the reamer hit a hard object, most likely metal. The bixcut head is completely broken off from the spiral; the spiral is deformed. Most likely the reamer head got jammed during operating due to metal contact; after that the reamer was further operated (most likely with a power tool) and the spiral got plastically deformed and finally broke. All found damages are a result of an inadequate usage; the IFU includes that the reamers shall be used carefully, drilling metal is not allowed, the reamers shall never be operated in counter-clockwise direction and drilling speeds shall not be greater than 250 rpm. No non-conformity identified.

Event description:
Customer informed stryker that the reamers were damaged due to insufficient quality.